Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t . The sap note was updated indicating error water reservoir ee 07 and value leaking on cardio inlet and outlet. A field service engeneer was dispatched to the customer site and replaced stirrer motor, cardioplegia air vent valve, valve inlet sealing f. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t displayed intermittant empty reservoir error: water is empty during maintenance. There was no patient involvement.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2014 and no similar events were reported before. Based on the outcome of technical service activity, the most likely root cause of the event was related to a jammed stirrer motor due to bearing damaged motor bearing damaged by the corrosion, likely favored by the environmental conditions in which it works, such as condensation, humidity and high temperatures, that contribute to wearing of the part.